Event description:
MFR evaluated the wheelchair in (B)(6) 2011. Based on the evaluation, it appears that improper maintenance resulted in metal to metal rubbing, which eventually wore the metal to the point of failure. Certain components of the linkage assembly on the seat were missing. In addition, a nut holding a bolt was missing from the wheelchair which holds the slide arm to the base thereby allowing the bolt to back out and causing the slide arm to be positioned at an angle such that it continuously rubbed against the seat guide rail. This metal to metal rubbing over time eventually wore the metal that resulted in separation of the seat from the frame. MFR does not believe any action is required such as a design or mfg change as this appears to be a lack of maintenance issue and an isolated incident.